Event description:
A user facility reported to olympus that analog scopes were not recognized and the image was "black." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, reproducibility is unknown because the device has not been returned from the facility. However, it was confirmed from the description that the printed circuit board was defective. It was presumed that the board failed due to long-term use. The service department removed and installed the device, cleaned the device, which was heavily soiled and corroded due to moisture, replaced the board set, performed a function test and dguv-v3 test. Olympus will continue to monitor field performance for this device.